Event description:
Patient underwent bi-lateral implantation of proact. Patient had previous bladder neck contracture and radiation therapy. Patient was in retention after a cystoscopy one week prior to the proact procedure. Each device had 1cc fluid. Urethra was closed shut during post-op cystoscopy. One week later, patient was in retention. Devices were fully deflated and still in retention. Then, patient had gross hematuria, suspicious for an eroded device. Patient came back to or for cystoscopy and to address recurring bladder neck contracture. Patient left device was eroded and removed. Patient right device was reinflated to 0.5cc,and then cystoscopy showed erosion, so that was removed too. Patient sent home with a foley.